Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, the stent could not pass through the lesion and stent deformation occurred in vivo during positioning and advancement. The lesion being treated was moderately tortuous, severely calcified with 90% stenosis in the mid circumflex (cx) artery. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. There were difficulties encountered when advancing the stent and while trying to advance the device the stents catheter deformed. When the device was removed the stent was noted to be deformed. The stent was replaced with a new trucor stent, trcr30030x. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: two still images were received for review. Image 1: a blurry image was received of the distal end of a stent device. The stent appears to be deformed in the mid-section. Image 2: it is unclear what section of the device is shown in the image; however the shaft is damaged/stretched/deformed. Additional information: it was detailed that excessive force was used and it caused damage to the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned with a detachment on the hypo-tube, just distal of the luer. The detached luer did not return and a kink was evident on the hypo-tube distal to the detachment site. The hypo-tube material was oval and jagged on the detachment site. Further kinks were evident on the hypo-tube. The stent was positioned on the balloon between the marker bands in accordance with positioning specification. However, due to mid stent deformation the stent did not meet visual acceptance criteria. Deformation was evident to the mid stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.